Event description:
Nurse went to pt's home to start therapy and insert PICC catheter. After insertion, two small holes at hub of catheter were noted. This catheter was removed and replaced with new one.